Event description:
On (B)(6): customer reports via phone that during an undetermined urology procedure, staff reports the table would not come out of the trendelenburg position, and fluoro failed. Staff were able to move the patient off the table and finish the procedure in another room. No reported injury. Customer did not provide pt or procedure info, other than to say the patient is fine.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.